Manufacturer narrative:
The investigation for the purge leak-pump has been completed. No product or logs were returned for evaluation. Clinical details noted that a leak from the purge sidearm filter was observed when prepping pump. The root cause of the purge leak was most likely due to a damaged sidearm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported an impella cp was being prepped for insertion when there was a leak to the purge side arm noted. A different impella was used successfully and there was no harm to the patient.

Manufacturer narrative:
E.1 revised name prefix/title as it was previously entered incorrectly on the initial manufacturer device report number. G.1 revised reporting contact email as it was previously entered incorrectly on the initial manufacturer device report number.